Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The lead was returned with severe explant damage. Could not determine exact location of fracture due to severe explant damage. (B)(4).

Event description:
It was further reported that the threshold shows a similar increase over the same time period. The lead was explanted and replaced.

Event description:
It was reported that the right ventricular (rv) lead experienced a polarity switch. There was noise and the impedance was variable. When the patient was asked to raise their arms, the impedance went high. A possible fracture was suspected. The lead remains in use, but is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2006; 310c27 tissue valve, implanted: (B)(6) 2012. (B)(4).